Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive reaction of seraclone anti-n with a n negative red blood cell. The customer used a n negative reagent red blood cell (rrbc) from ortho. The customer stated that they had received the same lot in a former shipment and at that time the negative reactions were correctly negative. But when testing two vials of the new shipment of the same lot they received a 1+ false positive reaction. The customer did not provide a sample of the allegedly defective product seraclone anti-n for investigational testing. Therefore, our quality control laboratory tested their retention sample of the supposedly defective lot according to the instruction for use (IFU). The retention sample was tested for potency and specificity in parallel with a reference lot. For the testing different donor and panel cells were used. Among others red blood cells with the antigen constellation mmss were tested. The minimum titer of 4 was exceeded and all positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Nevertheless, we would like to refer to the following point of the chapter "performance characteristics and limitations of the method" of the instruction for use: "antigen constellation m+n- might show cross reactivity with n-antigen in case of ph shift (correct ph 8.75 ±0.1) during testing. To prevent ph-shift it is mandatory to pre-wash red blood cells at least two times with isotonic saline."